Event description:
A surgeon reported glistenings in an intraocular lens (iol) and a change in the pt's quality of vision seven years following iol implant surgery. The surgeon stated the pt reported that he cannot read out of that eye, it is likely a "fog" or an "opacification"; he reads with his left eye only. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).